Event description:
The customer reported a "1000" error. Further information was received from the fse which reported that the system failed to properly save and recall patient image data. No patient serious injury or death was reported related to this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. A compact flash upgrade was performed and the software and calibrations were evaluated and reloaded. The system was tested and found to be working as intended and returned to service.